Event description:
A cartridge alarm was reported, specifically alarm 30 during the load process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. In the meantime, the customer will use multiple daily injections (mdi) for insulin delivery until the new pump is received.